Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an employee suffered a clean needle stick injury while taking a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter because the needle wasn't covered. There was no report of medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6356552. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.